Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/5 was confirmed; reportedly the hp had disconnected prior to the alarm and then reconnected. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 5. The hp stated he was connected at the time of the alarm. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised se 2240 indicates air entered the set up. The hp confirmed to complete therapy with manual supplies and to notify his registered nurse (rn) regarding the incident. There was no patient injury or medical intervention associated with this event.